Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this lead perforated the apex of the right ventricular (rv) and went all the way out to the pleural space. Lead was explanted and replaced with a new lead. Lead noise was also present in rv lead before explant. No additional adverse patient effects.